Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that the patient experienced pain and excessive levels of cobalt and chromium. He has not yet scheduled an explantation of the asr hip implant.**update** (B)(6) 2011 plaintiff's preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 04/16/2014 - medical records received. Upon revision brownish staining along the synovium was found. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 2/11/2014: sales rep reported revision surgery. Patient was revised due to: "there were no medical issues with the asr. All was fine but the patient insisted he wanted it revised. It was a psychological issue." There is no new additional information that would affect the investigation. This complaint was updated on: 02/26/2014.